Event description:
It was reported to medtronic neurosurgery that the dr believed the valve was occluded.

Manufacturer narrative:
The valve was patent and passed siphon, reflux and leak testing. Therefore, the conditions of the complaint could not be duplicated by lab personnel. The device did not meet all specs for pressure-flow and preimplantation testing. Proteinaceous debris was found on the exterior of the valve, including on the top of the delta chamber. It is unk what caused the reported event. The instructions for use that accompany the device caution that "shunt obstruction may occur in any of the components of the shunt sys. The sys may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris." A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.